Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini vision stent delivery system (sds) noted blood visible on the balloon and contrast in the inflation lumen consistent with preparation and handling. The stent implant was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Follow up information received from the account confirmed the stent dislodgement did not occur in the patient but likely occurred due to handling during packing for return analysis. The hypotube shaft was separated 21.6 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were ovaled as if kinked prior to separation. The outer jacket was torn and stretched. There were multiple bends and kinks noted to the sds. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the hypotube can lead to weakening of the hypotube material such that subsequent application of force or further handling can cause a separation. The patient anatomy was moderately tortuous which likely contributed to the reported difficulties. It is likely that as the sds was advanced through the tortuous anatomy, the hypotube was manipulated and kinked as there was no damage noted to the sds during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further handling would have contributed to the hypotube separating. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. There is no indication of a lot specific product quality deficiency. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during a procedure to treat a tortuous lesion at the proximal circumflex, while the mini vision 2.5 x 8 was being advanced, the hypotube kinked and broke, separating into two parts. The separation occurred outside of the patient. The physician decided to remove the stent delivery system and deployed a xience prime stent with success. There were no consequences to the patient and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.